Event description:
Literature report of a patient who experienced a fractured extension lead that beame infected. The patient was treated with antibiotics. The patient is reported to have had successful replacement surgery. A follow up report will be sent if additional information is received.